Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue.  As a precaution, physio replaced both the system controller and user interface (ui) pcb assemblies, as well as the ui to stack flex assembly.  Physio then completed other, unrelated, repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device powered up with a white display. White display is indicative of a potential device lockup condition that could delay, or prevent, defibrillation if it were necessary. There was no patient use associated with the reported event.